Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that data collection on the implantable cardiac monitor (icm) was turned off. Follow-up determined that the icm was later programmed on and the icm remains in use. No patient complications have been reported as a result of this event.